Manufacturer narrative:
(B)(4). Device was not implanted or explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of the second phalange on (B)(6) 2017. During the procedure, while drilling a hole in the patient's bone using a synthes 1.0mm drill bit, mini quick coupling for threaded hole 61mm, the drill bit broke. The drill bit broke at the base of the drill where it meets the attachment end. The broken drill bit fragment was retrieved without delay or further intervention. Later, while the surgeon was attempting to insert a 1.0m cortex screw, the head of the screw broke off. The shaft of the screw was left in the patient's bone and the surgeon did not make any attempt to retrieve it. No delay in surgery was reported and the procedure was completed successfully. This report is for one (1) 1.3mm cortex screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (brand name 1.3mm cortex screw slf-tpng with t4 stardrive recess 10mm, part number 02.130.010, lot number unknown). The subject device was returned with the complaint condition stating while the surgeon was attempting to insert a 1.0m cortex screw, the head of the screw broke off. The shaft of the screw was left in the patient's bone and the surgeon did not make any attempt to retrieve it. No delay in surgery was reported and the procedure was completed successfully. X-rays are available for review. Only the proximal head portion of the screw was received at customer quality (cq). The screw sheared in half at the most proximal thread form just distal to the head. This complaint is confirmed. Whether this complaint can be replicated at cq is not applicable for this complaint condition as the returned device is already broken. Visual inspection of the returned proximal screw head showed that the screw had sheared in half at the most proximal thread form just distal to the head. An accurate measurement of the minor thread diameter at the location of breakage was unable to be obtained at cq with micrometers due to the geometry of the broken edge with a partial major threadform. A review of the device history records was unable to be performed since the lot number was unknown. The tabulated drawing for the family of 1.3mm cortex screws was reviewed during this investigation. No product design issues or discrepancies were observed. Although a definitive root cause could not be determined, the cause was most likely attributed to hard bone (second phalange on (B)(6) male patient). No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.